Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4). That an ar-12990 knee scorpion top jaw broke off during a case. The procedure was able to be completed using other instrumentation. The sutureloc implant was used to complete the repair. This was discovered during a meniscal root repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/12/2025: there were no needles with product allegations used during the case. There was no case delay. They were able to continue the case as planned and therefore no additional anesthesia was reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990 knee scorpion batch number: 15305638 was received for investigation. Visual evaluation of the returned device noted the upper jaw of the device was no longer attached at the tip. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces being applied during use and/or unsecure grasp of tissue.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990 knee scorpion batch number: 15305638 was received for investigation. Visual evaluation of the returned device noted the upper jaw was no longer attached at the distal tip and the tip of the actuator component was uneven/jagged indicative of a breaking point. It was also noted that the pin remained intact in the detached upper jaw. Further visual evaluation of the distal end noted discoloration which is consistent with the appearance of rust. Functional testing was not able to be performed due to the damage to the device. Dimensional analysis was done with various measurements taken on a microvu and it was found that the dimensions of the actuator were .031 which is in tolerance of the dimension specified in drawing c24458 of .032 ± .001 and .055 which is in tolerance of the dimension specified in drawing c24458 of .056 ± .001. Further measurements of the upper jaw were taken and they were found to be .081 which is in tolerance of the dimension specified in drawing c24457 of .082 ± .001, .069 which is in tolerance of the dimension specified in drawing c24457 of .068 ± .002, .0362 which is in tolerance of the dimension specified in drawing c24457 of .0360 ± .0005 and .128 which is in tolerance of the dimension specified in drawing c24457 of .128 ± .002. No problem was found with the dimensions of the returned device. The most likely cause for the reported failure can be attributed to misuse due to mishandling/overstressing the device with excessive forces during repeated usage/reprocessing likely leading to premature wear and tear causing the device to break during use.